Event description:
As reported by the user facility: inserted epidural needle and threaded catheter and when pulling out the needle the catheter was sheared off and 3.5cm was left in the patient's skin which had to be surgically removed. Additional information provided by the facility indicated the patient suffered no additional adverse sequela associated with this incident. The actual sample is being retained by the facility and will not be returned for evaluation. The actual lot number is unknown. However, the facility reported three possible lots.

Manufacturer narrative:
The actual device involved in the incident was not available for the manufacturer to evaluate. However, photographs of the fractured catheter were returned. The catheter was depicted to be fractured at the single printed depth marking, 3.543". The catheter tip was intact. The catheter and the area surrounding the fracture did not appear to be stretched. The fracture appeared to be angular, indicating that the fracture most likely occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of possible danger of shearing". However, no specific conclusions can be drawn. All available information has been forwarded to the manufacturer b. Braun melsungen for further evaluation. Additional lot #'s 60877075 and 60883137. Add'l expiration dates: 07/31/2008 and 08/31/2008. Add'l manufacture dates 11/2006 and 12/2006.